Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that keypads will be replaced. Customer reported that for all 12 devices they have some keys that are not working, and for some the key was the on/off switch. Customer confirmed that there was no patient involvement.

Event description:
It was reported that keypads will be replaced. Customer reported that for all 12 devices they have some keys that are not working, and for some the key was the on/off switch. Customer confirmed that there was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer complaint that 12 devices had various unresponsive keys and the on/off switch was not functioning was confirmed and replicated during functional testing. Device inspection: external and internal inspection was performed on (qty 10 p/n tc10012515, qty 2 tc 10013664). During external inspection, the 7 out of the 12 returned keypads were observed in good condition with no obvious issues observed. Three (3) out of the 12 returned keypads were observed with signs of fluid ingress on the flex cable, the remaining 12 were observed with a broken trace and impact damage to the keypad. During internal inspection, 12 out of the 12 returned keypads were found with broken traces and signs of fluid ingress near where the flex cable meets the circuit layer. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 05/17/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/03/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.